Event description:
It was reported that current pump warranty had expired and pump body and screen were excessively scratched, making pump hard to read, and pump could not be replaced or repaired. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions or outcomes were documented.